Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and suggests the modular head and taper adapter were removed and replaced with competitor acetabular components and a biomet head during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. . This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-03233, -03239, -05615, & -05616).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes reports patient was revised on the right hip due to pain and metallosis. Revision op report notes presence of metal-tinged, dark fluid; granulomatous tissue consistent with metallosis; metal ion debris; pseudotumor; and partial bony ingrowth to the acetabular component. The modular head and taper adapter were removed and replaced. The cup was removed and replaced with competitor products. Additional information received in patient medical record reports the patient underwent a left total hip arthroplasty on (B)(6) 2007. There has been no reported revision procedure for the left side.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03233 & 03239).